Event description:
It was reported that the patient presented to the hospital with systemic enterococcus infection. The infection was not caused by abbotts' devices. The patient's pacemaker, the right ventricular lead and the right atrial lead were explanted due to infection. The patient was in stable condition.